Manufacturer narrative:
Device is a combination product. Promus element mr ous 2.50 x 38mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found proximal stent damaged with stent struts lifted, pulled in a distal direction and overlapping. The mid-stent was damaged with stent struts raised. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube kink 21.5cm distal to the distal strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 10may2019. It was reported that the stent balloon expandable could not cross lesion. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. During percutaneous coronary intervention procedure, a promus element mr ous 2.50x38mm was selected for use. However, the device could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. Patient is stable. However, device analysis revealed stent damage.